Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of an error icon display could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and it passed. The receiver failed to charge and reboot. The receiver log was downloaded, errors were found. The reported event of an error icon display was confirmed. The root cause could not be determined.